Event description:
The customer reported that the field of view was poor with the subject device and there was segmentation. The subject device was sent to an olympus service center for evaluation. During inspection and testing, damage to the internal lens was found. This report is being submitted for the malfunction found during evaluation (damaged internal lens). There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and found internal lens damage. The reported issue (poor field of view) was confirmed during testing. There were reflections in the image due to the damaged lens and dust. In addition, the following was also found: dust, outer tube dent, outer tube bending, gold peeling, scratches on eyepiece. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cause is due to user error, improper handling, and application of excessive force. Olympus will continue to monitor the field performance of this device.